Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (main lamp could not be lit) was confirmed and found to be caused by converter failure and igniter failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed the event occurred due to failure of the power supply unit and the igniter. The specific root cause of the faulty power supply and the igniter could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the main lamp of the subject device could not be lit. The reported issue occurred during inspection of the subject device, prior to an unspecified procedure. The intended procedure was completed using another device without a delay. There was no patient or user injury reported due to the event.